Manufacturer narrative:
(B)(4). Results and conclusion: (severe calcification and mild-moderate tortuosity).

Event description:
An aneurx stent graft system was inserted into a pt for the treatment of a 6.8 cm abdominal aortic aneurysm. The vessel morphology was reported as severe calcification and mild-moderate tortuosity through out all the vessels. The stent graft was being advanced through the left side; however, the delivery catheter could not be advanced to the intended land zone, due to vessel morphology. The device was removed from the pt and there were kinks in the delivery catheter, as well as the guidewire. The physician advanced another device and successfully implanted it at the intended landing zone. The device was discarded. No clinical sequelae were reported and the pt is fine.